Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, it was noticed that the blade was unable to insert in the pfna- ii nail. It was unknown if there was any procedure involved. There were no patient consequences are reported. Concomitant device reported: unknown pfna ii helical blade. This complaint involves (1) device. This report is for (1)unk - nail head elements: pfna-ii blade. This report is 2 of 2 for (B)(4).